Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 17-dec-2015, fse arrived at the site to address the reported event. Visual inspection of the device determined that the retaining screw of the large syringe was "backed off". Fse tightened the screw and locknut. Patient samples were subsequently able to run with no errors. No further action was required by field service. The most probable cause of the reported event was due to a fault of the large syringe.

Event description:
On (B)(6) 2015, the customer reported sporadic low area on capped and diluted patient samples with their g8 analyzer. Technical support (ts) instructed the customer to verify the waste lines were flowing properly, the hemolysis wash (h/w) was full, and suggested changing the sample needle. A follow-up call by ts determined that the issues with low area persisted despite troubleshooting efforts. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.